Manufacturer narrative:
The system was examined. And the reported event was replicated. The company representative, replaced the laser indirect ophthalmoscope (lio) fiber cabling to resolve the issue. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on the qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to nonconforming lio fiber cable. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that before surgery the laser indirect ophthalmoscope (lio) power was weak and alignment off on headset. There was no harm to patient. No other information was provided. Additional information has been received indicating the surgeon had picked up the lio and it would not use because once he put it on it was out of alignment. They had a second lio headset and used it to complete set up for the procedure.